Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated by product analysis on (B)(6) 2011. During testing, load step accurately detected cartridge without dispensing fluid. Pump was opened and evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.